Manufacturer narrative:
Concomitant medical product: product ID: d224trk ICD implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead fracture was noted during a routine device replacement procedure. The lead thresholds and sensing were not adequate. The rv lead was capped and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.